Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient with diffuse lamellar keratitis (dlk). Dlk was found to be greater in the left eye than right eye at three day post lasik visit. An oral steroid was prescribed and topical steroid drop dosage was increased to hourly. The patient noted vision was a little hazy but is doing great. A flap lift may need to be done in the future if patient does not respond to steroids. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The root cause could not be identified conclusively. There is no indication the product malfunctioned. The manufacturer internal reference number is: 2019-95142.